Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after suture fixation for one month to adhere the cuff to the tissue, the stitches were removed. After two months post-insertion, the catheter fell off. Patient status was asked, but unknown.